Event description:
Abbott starclose vascular closure was deployed at 09:55 and appeared to fail. The right groin was immediately noted to have minimal bleeding. Pressure was applied to site by m.d. The c.v. Technician relieved the md. At the bedside and noted a 10cm x 15cm hematoma. After 25 minutes of holding direct pressure, the hematoma appeared to have dissapated.